Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was impla nted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain indications. It was reported that battery went dead bc they didn¿t charge. She was in coma and has a traech tube. Device reset, issue not resolved. Antenna locate did not work. (B)(6) 2022 e1 (rep) rep reported patient was in coma from having 109 degree temperature and some brain damage. Cause of ins being dead was due to not charging and needing device reset. Device reset (B)(6) 2022. Issue not resolved. No actions/interventions planned.